Manufacturer narrative:
Correction: d3, g1, h11. This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
The device was returned, and the evaluation found no additional reportable malfunctions other than those mentioned in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the rotating cf resectoscope inner sheath exhibited a broken ceramic tip. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The dhrs for this product have been reviewed. All records indicate that the product was manufactured, tested in accordance with all applicable procedures, and met all final product release criteria. A total of 38 out of 38 units were produced under this job number with no associated ncrs, reported scrap, nor recorded deviations relating to the reported failure. Based on the results of the investigation, the root cause of the broken ceramic tip was user mishandling - excessive force / moment applied during use. Olympus will continue to monitor field performance for this device.